Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was uncomfortable in the patient's buttock region. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was moved up to the upper flank area. There were no reported complications postoperatively and the device remains implanted and in use.